Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. E4. The initial reporter also notified the FDA on 28 oct, 2025. Medwatch report # mw5178381. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported prior to using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing upon further inspection. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected information. Imdrf annex g grid: updated to g04069 - hose.

Event description:
Report 2 of 2: it was reported prior to using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing upon further inspection. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hole in product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported prior to using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing upon further inspection. There was no health impact or consequences reported.